Manufacturer narrative:
Root cause: the root cause for the reported issue that device had alarmed - syringe empty was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states" v pump programmed for vancomycin 32mg=6.4mls. Pump alarmed "syringe empty". Syringe dropped when removing from pump. 0.8mls noted to be left in the syringe. Pharmacy and md notified. One time dose of 0.8mls ordered and given to make complete dose". There was patient involvement, but the outcome is unknown. Additional information provided: customer (biomed) states "picked up syringe pump and controller. Pulled error and event logs, neither device presented with an error or event from this work order. Called nicu and asked what size syringe was being used as the syringe in question was not available for testing. I was told a 10ml bd syringe was used. I ran a 10ml syringe in basic infusion mode twice with a volume of 6.4 ml. Both cycles the syringe was completely empty at the end of infusion. Syringe pump also passed output testing using our test equipment. Device has passed all output testing and has been deemed safe for patient use. Controller and syringe pump have been delivered back to nicu. There was patient involvement, but no harm.